Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk.

Event description:
It was reported that during a roux-en-y procedure, the device was closed and the knife would not move forward. The device deployed some staples but they were not formed properly. The firing could not be completed. The staples were removed and a second ats45 was opened and the same issue occurred again. They opened up an echelon 45 and it worked. They opened up a third ats45 and the same issue occurred again. They opened up an echelon 60 to finish the case. When the ats devices were fired they felt different and were difficult to fire. The case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # m56139. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.